Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported a case of fry eye 2 months post bilateral lasik. Pt is using artificial tears as needed. Symptoms are improving. There are two medical device reports associated with this event. This report referenced the left eye.